Event description:
It was reported that an ilet user contacted support requesting to speak with clinical management because she experienced episodes of hyperglycemia, including nocturnal highs that sometimes persisted through the night, despite eating her usual carbohydrate intake; device data reviewed by the agent showed average blood glucose in range over the prior two weeks. Symptoms included elevated blood glucose. Outcomes included user concern and a request for adjustment of nighttime settings without the need for emergency care or hospitalization. Investigation included review of available device and glucose data as part of troubleshooting and education, with assignment for additional training. Investigation of this case revealed no device alarms and no device malfunction was identified based on the information reviewed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.